Manufacturer narrative:
(B)(4)

Event description:
The customer stated the meter display was not correct and she replaced the batteries. The customer then inserted a test strip and the meter display went back to setup. Customer support advised the customer to try another set of batteries. The customer then stated the display was light and was not all there. It was found there were segments missing from the result field of the display. The first "8 from the 888" on the result display was missing. There was no allegation of an adverse event. The suspect meter was requested to be returned for investigation. The meter serial number was (B)(4). Clarification was requested but was not provided.

Manufacturer narrative:
Meter serial number (B)(4) was received for investigation. A display test showed no abnormalities during the investigation. The pcb was found to be contaminated by liquid which has penetrated and corroded the solders contacts. The root cause was contamination or pollution of the contacts due to improper handling or maintenance. Medwatch fields were updated.